Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for scheduled pacemaker implant procedure. During the procedure, the physician was unable to tighten the set screw to fixate the pacemaker lead to the header. A different pacemaker was then used to complete the procedure. The patient remained in stable condition.